Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent oversensing was noted on the right atrial (ra) lead and at times atrial arrhythmias prematurely classified as terminated when atrial event occurs in blanking period. The ra lead remains in use. No patient complications have been reported as a result of this event.